Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient. They reported that they were not having any luck. They had tried 4 different programs and the number 5 program seem to work fine but then the next day it didn't. Patient stated they think they need to talk with their doctor again because they were having too much residual and it was not getting emptied. Patient reported they would urinate often too often and sometimes they didn't go at all. Patient said they couldn't go when they get up in the morning but after they move around they do. Patient also stated some days they would had to go every hour and they feel miserable in between because they still had to urinate and they were just not doing well and at the end of the day they catheterize and it was 300-500cc. Patient confirmed this had been going on off and on since they got the device implanted. They confirmed they were not getting 50% of improvement. Reviewed therapy information and general programming guidance. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative (rep). They reported that the patient did experience urinary retention prior to the device as the previous device retains 300cc, this one 500cc. Within the past few weeks, they changed the program, they found that program 5 was working the best for them. They were back to 300cc residual. The patient stated that the retention was slightly worse but it was now the same as it was with their previous device. Catheterization was the patient's ¿standard of care¿ prior to the device as the patient had always cathed, this was not a new procedure for them. As resolution, the patient will stay on program 5 because they were seeing improvement with this device. The issue was resolved. The information was confirmed with the physician.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the therapy was not working for them. Patient said it was not causing them to urinate like they should and they were still having to catheterize. The nurse from the healthcare provider (hcp) office called patient about 2 days ago and told them they think the therapy was working because patient mentioned their residual was 50 seconds and the nurse said that was good. Reviewed therapy information and general programming guidance. The patient was redirected to their hcp to further address the issue. Patient has an appointment with their hcp on march 25th.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.